Manufacturer narrative:
The patient's initials have been requested, but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a centrimag motor malfunction that occurred during the transport of the patient from intensive care unit to operating room. The reported issue was that when the cable that went from the motor to the console would get "jiggled" the pump would stop. There were several different motors used on the same console and they all worked fine.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor malfunctioning was confirmed. The returned centrimag motor (serial number (B)(6)) was received at the service depot. The motor was connected to a known working test centrimag console and test loop, and the motor was unable to be recognized by the console. As a result, further functional testing was unable to be performed. The motor¿s cable was inspected, and a failure was observed within the motor¿s cable. The unit was scrapped. However, per the customer¿s request, the scrapped motor was returned to the customer, and the customer was made aware that the motor was no longer suitable for clinical use. As a result, the motor was not forwarded to the ppe department for further analysis. Destructive testing was not performed, and the root cause of the wire fatigue observed at the service depot was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was no patient impact.

Manufacturer narrative:
Section h7 and h9: this event was determined to no longer be associated with the fsca number (z-0103-2019) previously reported. No further information was provided. The manufacturer is closing the file on this event.